Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high, out of range (>125 ohms) shock impedance measurements were noted from this right ventricular (rv) lead. The field was contacted for additional information regarding the event resolution, but no information was available. At this time, the rv lead remains implanted and in-service. No adverse patient consequences were reported.